Manufacturer narrative:
No physical issues were observed to the battery. No issues were encountered while operating the touch screen of the device. The screen was observed to be damaged. This damage to the screen did not affect the functionality of the display. It cannot be determined when this damage occurred. The pdm failed to vibrate during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is swollen, which was causing the back cover of the pdm to lift. The patient also states that the lcd is harder to touch.